Manufacturer narrative:
The insulin pump received with cracked reservoir tube lip.

Event description:
It was reported that the customer's insulin pump is cracked by the back of reservoir compartment, and he does not know how it happened. Advised the caller revert to back up plan. The blood glucose reading was 194mg/dl. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.